Event description:
It was reported that about a month after implant there was loss of capture on both the right ventricular (rv) lead and right atrial (ra) lead. The patient was also having symptoms of phrenic nerve stipulation and bradycardia. Both the rv and ra leads were found to have been dislodged. The pocket was opened and it was found that the implantable cardioverter defibrillator (ICD) had flipped around in the pocket several times. The device and the leads were all repositioned. Following the procedure the physician talked with the patent and determined that the device and lead issues were caused by twiddler's syndrome. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.